Event description:
It was reported the patient was in the hospital and was having the same problems as they were prior to implant. It was thought the device was ¿not working.¿ the patient never had therapeutic effect. Two days later, it was stated the patient was in the hospital experiencing recalcitrant nausea and vomiting. The vomiting and nausea ¿never really stopped¿ after implant, but had worsened in the last several weeks. It was noted the patient was due for a voltage increase at the time of the call, but the healthcare provider was no longer practicing. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).